Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible. The proximal end of the stent was on the proximal marker. The first row of struts of the distal end of the stent was over the distal end of the distal marker. The links between row 8 and 13 of the proximal end of the stent were stretched. There was no other damage noted to the stent implant. The stent was stationary on the balloon, but after testing the device and after quality engineering examination of the device, the stent became loose. The balloon was tightly folded. There were two kinks in the hypotube, 32 cm and 34 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters. The proximal and distal measurements were oversized. The middle and outer diameter measurement was not taken due to the stent damage. Product performance engineering reviewed the incident info and analysis of the returned sds. The analysis of the returned device did not confirm the reported dislodged stent since analysis of the sds found the stent stationary on the balloon. Quality assurance tech analysis found the sds was returned with blood visible in the guide wire lumen, which suggests that the device had at least been loaded onto the guide wire, but because the balloon was still tightly folded and there was not contrast present, it had not been inflated. However, this is inconsistent with the reported info that the stent was found dislodged during unpacking. It is possible that the report of unpacking was used to generally describe prior to use in the pt. Product IFU states: "prior to using the guidant multi-link rx zeta or guidant multi-link otw zeta coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." Analysis of the device noted that the links between 8 and 13 of the stent were stretched. This appears to have caused the extension of the stent implant beyond where it should have been (i.e. Between the markers). It is unk what caused the stretching to the stent, as the reported info was that the stent dislodged, not that it was stretched/damaged. It is possible that the damage to the stent occurred from handling of the device at the account, as it appears the sds was loaded onto the guide wire. In addition, the proximal and distal diameters of the stent were oversized. This suggests that at sometime, the stent was off the balloon and the damage to the struts may have occurred during remounting of the stent onto the balloon and not that the stent was simply damaged while on the catheter. It was ruled out that the damage may have occurred during mfg based on the fact that visible crimp marks at the proximity of the stretched struts appear normal on the balloon, indicating that the stent was not stretched during the crimping process. Post crimping, all stent are 100% visually inspected for damage. After several attempts to confirm if the stent was dislodged as reported, it was eventually confirmed by the physician that the stent was dislodged, but could not confirm how the stent got back on the balloon. Additionally, analysis indicated two kinks on the hypotube; however, since there was no mention of this damage during inspection prior to use, it is most likely from handling of the device during the packaging for shipment back to abbott for eval. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the device was removed from the package, the stent was not mounted on the balloon. The stent was found in the packaging. No add'l event or pt info is available.